Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the high flow insufflation unit had a power failure. The issue occurred during a diagnostic procedure that was completed with a similar device. There was a slight delay due to exchanging devices. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. H3 was inadvertently selected yes, and should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers reported complaint was not reproduced. However, the error log was check confirmed that seven e03 had occurred in the past. An error occurred in the pressure sensor of printed circuit board. The root cause of the reported event is unable to be determined. However, it is likely cause of the reported event is due to the front-panel light was turned off and the power supply was turned off due to a failure of the pressure sensor on the main board. Olympus will continue to monitor field performance for this device.